Event description:
It was reported that the patient complained about palpitations and abdominal pain. The pacemaker was implanted about 3 weeks before these patient symptoms appeared. The atrial threshold was elevated and the atrial sensing had decreased with apparent atrial undersensing. Impedance was relatively stable. No further information about the intervention and the patient condition could be obtained.

Manufacturer narrative:
Correction: implant date was missed in the initial report. This report notes the correct implant date.